Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.

Event description:
The account alleged the brake caster wheels held but the brake casters would swivel when the brake was engaged. No patient impact.